Manufacturer narrative:
(B) (4). (B) (4). Eval summary: eval of the returned device found it was fully clip deployed but was not in the access port activated and retracted state. The deployed clip was not returned. All external observations of the device were normal for a clip deployed device which had not had the access port mechanism activated. Examination of the internal components did not detect any obstruction that may have prevented the activation of the access port mechanism. The vessel locator wings were found damaged with an intact pusher body joint. One of the locator wings was missing a small amount of material from its distal end. The missing material was not returned with the device and it is unk when or where the material became detached from the main body of the wing. All remaining wings were complete and all wing attachment points within the vessel locator were secure. A possible cause for the damaged wing condition may have been either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition may prevent correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That my prevent correct locator wing retraction may have been encountered. However, no anatomical info was supplied. Based on the investigation findings, the root cause for the device's damaged condition is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: difficult to remove, missing wing material. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip. Resistance was felt during device removal. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tube-set enabling them to be retracted proximally releasing the device from the tissue tract. The clip delivered in the intended location and achieved hemostasis appropriately. No adverse pt effects were reported. During return device analysis, one of the broken vessel locator wings was found to be missing a small amount of the distal wing material. No additional info was provided.